Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device when the protector sheath was removed, resistance was felt and the stent struts were noted to be deformed. The procedure was completed using a 2.75 x 38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy, ous, mr, 2.75 x 38 mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the centre struts were bunched, stretched and distorted. The stent od (outer diameter) of the undamaged distal section was measured and is within maximum crimped stent specification. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. The stent crimp force, the crimp temperature and the crimp duration for the device all meet the specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the incorrect removal of the stent protector at the preparation stage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found damage to the inner /outer extrusion between 4.5-6 cm distal of the port site. There were also midshaft kinks noted distal of the hypotube bond. This type of damage indicates mishandling of the device. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 38 synergy drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device when the protector sheath was removed, resistance was felt and the stent struts were noted to be deformed. The procedure was completed using a 2.75 x 38 non-bsc stent. No patient complications were reported and the patient's status was good.